Manufacturer narrative:
A ge svc rep performed an on site investigation. This was a temporary loaner system. The system was removed during the svc call. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9900 system locked up and the collimator closed down during a case. The 9900 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.